Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was giving an "error 2" message. The patient tests his blood glucose twice a day. The patient was unable to indicate his normal/expected blood glucose levels. He takes glucotrol and glucophage (unspecified dosages). The patient said the "error 2" issue started about 2 weeks ago. During that time, the patient reportedly developed symptoms of numbness in his fingertips. The patient continued to take his medication as prescribed. On the day before, the patient decided to go to an emergency room (ER) because of the meter issue and symptoms. His blood glucose was checked in the ER but he could not recall what result was obtained. The patient was treated with "couple units" of regular insulin. He was not hospitalized. The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and controls solution were replaced. This complaint is being reported due to the following conclusion: the patient alleged he was unable to test his blood glucose for 2 weeks, developed symptoms suggestive of hyperglycemia during the time of concern, and received insulin treatment in an ER.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has snot yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.